Event description:
The dealer reported an incident of where the user was standing in line trying to stop. The user continued to go forward and the rollator fell into a gentleman in front of him. The event resulted in a scrapped arm. Reportedly the consumer fell a few times due to brakes not allegedly engaging. His low back injury was exacerbated, however, it was confirmed no medical intervention resulted. The user has received a replacement device.